Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented into the emergency department due to having palpitations and syncope. ECG showed sinus rhythm and the atrial lead was unable to capture when pacing. Upon reviewing chest x-ray, it showed that the atrial lead had dislodged. The lead was explanted and replaced. The patient was stable during, before, and after the procedure.